Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.0/2.5/093 (sphere/cylinder/axis) was implanted and removed due to the lens flipped upside down . The replacement lens was implanted.

Manufacturer narrative:
Patient information: unk. Work order search found no similar complaints within associated lots. Claim # (B)(4).